Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported visible smoke coming from the architect sample needle wash station. There was no impact to patient management, user safety, or facility damage reported.

Manufacturer narrative:
Suspect medical device, 4. UDI# from blank to (B)(4) during the requested site visit, the field service representative (fsr) discovered a leak in the stat probe fitting. This caused leaking of fluids during flushes, overflowing onto the lls antenna, sample handler, which in turn caused a short circuit and overheating of the lls antenna, rv 24, lls antenna, sample handler, cable, harness #3 and harness, lls cable. The fsr replaced the above four parts which resolved the issue. Return testing was not completed as returns were not available. A review of the architect i2000sr, serial number (B)(4)instrument service history revealed no additional issues of smoke reported on or around the date of this complaint. The architect system operations manual provides adequate information regarding electrical hazards, emergency shutdown procedures, and electrical safety parameters for the i2000sr processing module. The architect service manual contained adequate information for the troubleshooting, removal, and replacement of the parts. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. A 12-month review for similar tickets found no trends for the lls antenna, rv 24 (rohs); lls antenna, sample handler (rohs); cable, harness #3 (rohs); or the harness, lls cables. A review of the architect i2000sr systems found no trends with regards to the current issue. Based on the investigation no product deficiency was identified for either the architect analyzer, serial number isr05713, or the lls antenna, rv 24 (rohs) part number 7-78575-03, lls antenna, sample handler (rohs) part number 7-78570-04, cable, harness #3 (rohs) part number 7-76965-01, or the harness, lls cables (part number 7-94079-01).